Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device including the logs. The alleged malfunction was not duplicated. The ventilator passed all calibrations, short self-test, extended self-test and electrical safety tests.

Event description:
It was reported that during patient use, a ventilator displayed an error but did not alarm. There was no report of death or serious injury associated with this event.